Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the left ventricular (lv) lead impedance measured greater than 2000 ohms. It was reported that the lv lead was damaged and thus was programmed to pace the rv only. Boston scientific technical services (ts) reviewed programming and suggested to decrease the lv output, as some settings pace biventricular during programmed mode switching. No adverse patient effects were reported.